Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured when it was inflated more than once. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured when it was inflated more than once. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient's status was stable.

Manufacturer narrative:
Lot number corrected from 0023628698 to 0023435720. Expiration date corrected from 12/06/2021 to none. Device manufacture date corrected from 04/11/2019 to 03/05/2019. Initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 6mm long starting at the exit notch and extending distally. Inspection of the remainder of the device presented no other damage or irregularities.